Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial label, and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor during insulin bolus delivery. Customer initially stated that he received no delivery alarms and the device kept wanting to do the rewind sequence. Blood glucose value is 113 mg/dl. Customer does not recall any significant events leading to the alarm. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.